Event description:
Attorney reported: pt sustained injury and damages associated with use of defective product, bard composix mesh. Specifically, as a result of having the composix patch implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.